Event description:
While using the harmonic scalpel ultracision long shears during a laparoscopic gastric bypass procedure, the instrument failed. The instrument had been working properly before failure. The proper testing protocol was performed. A second harmonic cord was introduced to the field with no success. A second test indicated failure of the hand instrument. A new harmonic scalpel, ultracision long shears was introduced to the field. This new instrument worked properly. The operation continued without incident with the harmonic and no harm came to the patient.